Event description:
Patient reported hospitalized from (B)(6) 2021 through (B)(6) 2021 for broken central line. Line was replaced, no further issues. No further info. Patient rems ID:(B)(6), md rems ID:(B)(6). Reported to (B)(6) by pt/caregiver.